Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor pump error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump cannot get out of the rewind sequence and cannot perform the displacement test. It was also found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. No cosmetic damage noted.